Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that they were not aware of the patient's issues. They noted that they device had not been removed.

Event description:
A patient reported they wanted to change programs and their symptoms are worse. The patient reported she needs to increase stimulation because she can't feel stimulation and she is not getting relief from therapy. The patient reported the therapy is on but she cannot feel stimulation. The patient adjusted setting from program 2 at 4.6 v to program 2 at 5.1 v and she is feeling stimulation. The patient inquired about how to switch programs, the patient shown how to switch programs, but directed to healthcare professional (hcp) about when to switch. The patient plans on keeping on the same program for now. The patient called back on (B)(6) later and asked if it is common to leak? The patient also changed to program 3. The patient called on (B)(6) again and stated she is fairly positive she is going to have the device removed. She also added that the program doesn't stay where it is set and the device doesn't work. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.